Event description:
A journal article was reviewed that contained information regarding this lead. It was reported that the patient received inappropriate therapy. There were also reports of an apparent fracture, increasing lead impedance and subsequent high impedance, and noise. The lead was explanted after confirming its fracture. The lead was replaced. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "implantable cardioverter-defibrillator lead extraction by conventional traction and counter-traction technique." Korean circ. J. August 1;40(8):418-420.